Manufacturer narrative:
Results, conclusions: based on information available no root cause can be determined. No device or cine images returned for review. No device received for evaluation. (B)(4).

Event description:
Physician was attempting to treat a lesion in the carotid artery using the mo.ma occlusion device. The device was prepped and used as per IFU. The eca and cca balloons inflated, 0.014" wire passed easily and positioned in ica. Lesion was predilated using a sprinter 3 x 20mm balloon. The balloon crossed the lesion and inflated, device was then removed through the touhey buorst and 'bleed back' occurred. At the time of 'bleed back' bubbles were noted coming back and seem to originate from the hub of the device. Physician checked to ensure all connections were securely fastened. Physician then aspirated air using a 20ml syringe. Cristallo ideale stent was deployed afterwards and lesion was post dilated using a 5 x 20mm balloon. Aspiration of the occluded segment was performed four times and air bubbles were still noted. 'Bleed back' was maintained throughout the case via touhey bourst. Carotid angiogram was performed and physician was satisfied with the results. Patient's neurological status remained unchanged and intact throughout the procedure. The eca and cca balloons were deflated and device removed no bubbles or leakages were noted from the balloons or hub of device.